Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received that the patient was seen in clinic. Extensive testing was performed and measurements remained normal. Rv insulation damage was no longer suspected and the physician decided to continue monitoring the system with a normal follow-up schedule. The rv lead ia a competitor product. No adverse patient effects were reported.

Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this device triggered a lead safety switch due to high out of range pacing impedance measurements on the right ventricular (rv) channel. There is no evidence that the rv lead is a boston scientific product but rv insulation damage was suspected. This patient is not pacemaker dependent. This device remains in service. No adverse patient effects were reported.